Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: insertion tube became stiff; due to failure of the variable stiffness mechanism. Insertion tube has become stiff; due to the internal elements becoming stretched and/or shrunk. The event can be detected/prevented by following the instructions for use: operation manual: 3.3 inspection of the endoscope. Operation manual: important information - please read before use warnings and cautions. During the device evaluation, the following was observed: an electrical continuity error occurred; due to fluid ingress. The switch box had a fluid leak, the biopsy channel was leaking, the light guide cover lens was cracked, the objective lens was cracked, the bending tube had moisture, the control unit had moisture, the scope connector and electrical connector had corrosion; due to chemical damage. The bending angulation did not meet specifications. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii gastrointestinal videoscope was received at an olympus service center for evaluation, with an unspecified image problem. There was no patient or user injury reported, due to the event. Upon inspection and testing, it was observed, that the insertion tube was stiff/rigid. This report is being submitted for the malfunction found during the device evaluation.